Event description:
A customer observed biased results when trying to run standards on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that could have caused false patient results to be reported. There was no report of patient harm as a result of this event.